Event description:
It is reported that a fms balloon ruptured during administration of an enema containing medication (vancomycin). A digital rectal exam was performed and pieces of the balloon and rectal mucosal damage were identified. The incident occurred in the surgical unit approximately six days after the device was inserted. It is also reported that the patient has many medical issues but no medical intervention in specific has been done post balloon rupture. The initial report indicated that the balloon fell out of the patient and broke.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury based on the info that "pieces of the balloon and rectal mucosal damage were identified". No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.